Event description:
Insurance company alleges a fire occurred where a pride lift chair was present.

Manufacturer narrative:
On 11/06/2025 the examination of the evidence took place. Pride's lift chair was not the cause of the fire. Updated name of the patient as this information became available.

Event description:
Insurance company alleges a fire occurred where a pride lift chair was present.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.